Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a 29" ext set w/nanoclave 4-way stopcock, clamp, spin luer, 1 ext that experienced disconnection and leakage. The reporter stated that while patient was rinsing before chemo began, the primary tubing/extension tubing disconnected and IV fluids were leaked to the floor from IV pump, and blood mixed with fluid from patient's port was also leaked to patient chair and floor. There was patient involvement, there was delay in therapy and no adverse event, but the chemo was spilled and leaked.

Manufacturer narrative:
No ac215 product samples, videos or photographs were returned for investigation. The complaint cannot be confirmed, without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Lot history review was unable to conducted as no lot number information was provided.